Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was inoperable. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was duplicated. The pump air detector during functional testing failed air detector in line. The cause of the customer reported problem was an inoperable air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector, and the pump passed all functional tests and performed as intended after repair.